Event description:
According to the reporter during the resection of gastric tissue via laparoscopic procedure while in gastric, there was a problem with firing, the stapler had a staple formation, stapling of less than 1cm. There was also a staple line incomplete at the distal site. To resolve the issue, the surgeon another new product to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.